Event description:
It was reported that the patient had a change with his insurance without properly notifying his managing physician which resulted in the pump running out of medication. The patient was receiving oral medication to offset the pump. The patient was having issues getting a new physician to take on managing the pump; the issues were noted to be unrelated to the pump. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).